Event description:
A report was received that the patient was having infection at the pocket site. The physician believes it was cellulitis and was neither device nor procedure related. The patient was given a week of oral vancomycin antibiotic but it didn't treat the patient's infection-like symptoms. The patient underwent an explant procedure and is still waiting for the symptoms of cellulitis to clear up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model #: sc-4316 lot #: 15167095 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.